Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Pathum (B)(4), registration number: 3003780911. Abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for our investigation. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. With the provided information, it is presumed that the reported tremendous difficulty of the guidewire manipulation for crossing lesion is because of the anatomical condition of the targeted vessel and lesion and that miraclebros 12 guidewire might have related with the reported vessel perforation; however, the details could not be identified. Warning section of IFU describe: this guide wire must be used only by a physician who is fully trained in ptca/pta treatment. Always advance and withdraw the guidewire slowly. Observe guidewire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Never push, auger, withdraw, or torque a guidewire that meets resistance. Torquing or pushing a guidewire against resistance may cause direct damage to a vessel. Damage to a vessel, including possible vessel perforation as one of possible complications and adverse events. All the shipped products are inspected in the production process for meeting the product specifications and releasing criteria and based on the information reviewed, there is no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The four graftmasters referenced are filed under separate manufacturing report numbers (2024168-2015-05699, 2024168-2015-05700, 2024168-2015-05701, 2024168-2015-05702).

Event description:
It was reported that the procedure was to treat a lesion in the left posterior tibial artery. A 0.014 miracle brothers guide wire had tremendous difficulty crossing the lesion through the guide catheter. Laser atherectomy and post-dilatation were performed. The result of this dilatation at the site of the mid-calf, where tremendous wire positioning difficulty occurred, was a large perforation with free bleeding into the calf. It was reported that the perforation was probably due to a combination of the stiff wire and being subintimal during ballooning. The perforation was tamponaded with a 2.5 mm non-abbott balloon dilatation catheter (bdc), resulting in no appreciable change in the perforation and an arterial-veinous fistula was observed. Four graftmaster stent grafts (3.5x26mm, 2.8x19mm, 2.8x26mm, and 3.5x19mm) were implanted to treat the perforation and the fistula. This improved but did not resolve the hemorrhage, and may have propagated the rent in the vessel wall further. Prolonged balloon inflation with a non-abbott bdc was performed for approximately an hour and a half, resulting in a sealed vessel and adequate blood flow for healing. Hypotension, obtundation and bradycardia occurred post catheterization, which were treated with medications and blood transfusion, and the patient was transferred to the intensive care unit for observation. The next day lab tests (creatinine and white blood cell counts) were improved and the patient was hemodynamically stable. At some point more than 5 days post procedure, the patient was discharged home in good condition. No additional information was provided.